Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead pacing impedances spiked out of range at greater than 2000 ohms four months ago. The impedances had since been stable, however there was loss of capture. A revision was planned to check the device for a connection issue and reposition the lead if needed, however the revision had not been performed yet. No adverse patient effects were reported.